Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the protective sheath, thus confirmation in the level of difficulty to remove the sheath could not be established. Device analysis confirmed the shaft inner member had collapsed, which prevented the .015 test mandrel from advancing. A search of the complaint handling database was performed, revealing no other incidents received for difficulty in sheath removal from this lot. While a search of the lot history record indicated no non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue potentially related to difficulty removing the sheath was identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during device preparation and prior to use, the protective mandrel/stylet was difficult to remove from the catheter. After removal it was noted that the balloon dilatation catheter (bdc) could not be loaded onto the guide wire and the proximal shaft felt crushed/flattened. The device was not used. There was no patient involvement. A second bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed balloon peeling; the inner member was noted to be crushed.